Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity and cerebral palsy. It was reported that the pump was alarming or beeping, the patient was hearing a single tone alarm and it was consistent with pump alarms. The alarm started on (B)(6) 2018. The caller mentioned the possible alarm event as a scheduled refill was missed. The next refill was not until (B)(6). The patient was refilled in (B)(6) 2018. The pump is not near eri. Actions taken on the call consisted of the caller being redirected to follow up with the healthcare professional (hcp). She said she called the doctor last night (B)(6) 2018 and talked to the on-call doctor and they said to call the manufacturer. It was reviewed that there isn't a way for the manufacturer to know why it is alarming without the pump being read and the caller was again redirected back to the doctor. It was reported that the patient is tired (which started ¿a couple days ago¿ prior to the call date of (B)(6) 2018 but she has been sick, they have strep (which started on (B)(6) 2018). They are not in pain. It was not confirmed if the symptoms were sudden or gradual. There were no further complications reported/anticipated.